Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy, and some parts have scabbed over. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydrocortisone and benadryl cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.